Event description:
It was reported that an asymptomatic patient presented during a follow up in clinic. Upon investigation, it was revealed that the left ventricular lead was dislodged, which was confirmed by chest x ray. Loss of capture was also noted on the lead. The lead was repositioned. Patient was stable.